Event description:
The implantable neurostimulator (ins) did not seat the lead appropriately during implant. The health care professional (hcp) wiped the lead down with sterile water and unscrewed the locking device as far as she could ensure there was enough room for the lead to fit. She tried to squeeze the lead to work it down the screw shaft of the ins but it would not seat. A new ins was used and everything worked well. The patient had no complications and seemed fine after surgery. A manufacturer's representative was able to program the ins after implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).